Manufacturer narrative:
The device reference din this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of device damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, two thunderbeat devices had failed. The first thunderbeat device received a probe damage error. The user facility further reported that this was likely due to the excessive amounts of tissue build up noted on the grasping section of the device. A second thunderbeat was then used, and the probe broke off and fell inside the patient's uterine. The broken probe was retrieved and there was no patient injury reported. The procedure was then successfully completed using a third thunderbeat device.